Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a broken pitch cable and scratches on the main tube. The pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in clevis. The clevis does not exhibit any damage or wear marks. The distal end of the main tube has various scratch marks with light material removal. The scratches are short in length and not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the analysis findings; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if pertinent additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that prior to starting a da vinci s surgical procedure the grasping retractor instrument was not recognized by the system. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.